Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with an a unknown size unknown saline implant and was presented with shooting pain on the right breast, and generalized illness including swallowing problems, right lymph node swelling, dysphagia diagnosed about 4 or 5 years ago, inflammatory problems, shingles, celiac, and mental fogginess. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.

Manufacturer narrative:
After clinical/secondary review of this file performed on 12/4/2019, it was decided to remove pc generalized illness and replace with pc autoimmune disorder, to more accurately capture the reported event. This report is for the patient¿s right-sided device. Manufacturer reference number: (B)(4).